Event description:
See also MFR report 3004209178201010694. The pt felt current going down the left side of her body starting the week prior. The device had been adjusted two weeks prior. An open circuit was found. It was unclear which device was implanted on the left side. X-rays were obtained (results not provided) and programming was done. The pt was referred to a neurosurgeon for device replacement. It was unclear if the replacement had taken place at the time of this report. When asked if the pt was receiving effective therapy, the healthcare provider's response was "not applicable".

Manufacturer narrative:
(B)(4).